Event description:
Customer reported one suspected false positive from a sars-cov-2 tma run using assay lot 280001 on panther instrument sn (B)(4). A doctor questioned the initial positive result, then retested the same aliquot and got a negative result. Customer went on to test a second and third aliquot of the sample with negative results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's reported findings. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues, concluding the sample was likely low-target or mishandled. Ts relayed pas's log review to customer and reviewed the limitations section of the asars-cov-2 package insert with customer. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.